Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the problem. The unit would boot up to a constant alarm and error on screen with system over temperature. The fse troubleshot the unit and found the issue to be the temperature sensor. The disassembled the pump removed and replaced the temp sensor. The fse turned the pump on and unit was working properly with no alarms. The fse performed a full pm functional checkout with calibrations, the unit has passed all test and is now ready for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was over temperature and alarming. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the temperature sensor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.